Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a PICC placed the (B)(6) 2021. The patient is in a wards and they realize that the PICC line after the wings and before the insertion site has a crack where it seeps out from. It is leaky - so they remove the PICC.